Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis. On (B)(6) 2012, the patient experienced peritonitis. The patient was admitted to the hospital on (B)(6) 2012. The hospital advised the patient that the peritonitis was not due to a break in aseptic technique. The patient was continuing peritoneal dialysis therapy in the hospital. The nurse reported that the patient's blood pressure dropped and he passed out twice on (B)(6) 2012 the day he was admitted to hospital. She stated she thinks it may have been his heart, however, she is not sure because the hospital has not talked to her. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h12a02067 and h11l01068 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.